Manufacturer narrative:
Results of investigation: the navio surgical system UK, pn: rob00049, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, and the navio surgical system log files and/or case files were not provided. Therefore, the visual and functional inspections and log/case file assessments could not be performed, and the reported over-burring could not be confirmed. The reported complaint stated that there were no red marks when the drill was over-burring, indicating that the virtual model had not been over-resected. The reported complaint also states that, when at the target surface (white level), the bur would remove bone. Because it was reported that there were no red marks, it is unlikely that the bur resected the bone when it had reached the target surface, and the system was functioning as intended. Regardless if there is bone to be removed or not, if white bone is within the maximum exposure range of the bur, the bur will extend to reach that white bone. Upon reaching that white bone, it would not resect. The white bone of the virtual model is not to be resected, and this includes the target surface that the drill burs to. The given distance between the drill guard and the white bone is used by the system to determine the allowed bur exposure. The region of overcut bone was not specified in the reported complaint. However, over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time over white bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. To prevent unintentional resection of the bone, the surgical technique guide instructs the user how to remove bulk bone to avoid overcutting. It is suggested to trace around the outer edge of the implant cut plan to then minimize the need to bur the periphery of the bone again, thus lessening the opportunity to overcut along the bone¿s edge. The clinical/medical evaluation found that the clinical root cause of the reported event could not be definitively concluded. The patient impact beyond the reported additional millimeter over-burring could not be determined and reportedly there were no problems whatsoever with the patient. No further medical assessment could be rendered at this time. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during distal burring in a navio assisted tka surgery, the surgeon reported that the burr, when in exposure mode, was over burring by a millimetre. It was able to burr bone away even when they had reached the white planned level. When this happened, the burr was inserted correctly and calibrated as expected, checkpoints had not moved, exposure guard looked connected correctly, the anspach was secured in the handpiece as expected and the surgeon was burring at a slow speed with long movements, the burr was not protruding outside of the guard. Also, there were not any red marks. However when they checked whether the burr could still remove bone in exposure mode when at the white level, it could. The procedure was completed with the same device without delays. The patient was not harmed beyond the problem reported.